Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right mentor smooth round high profile 460cc saline prosthesis. Catalog: 3503460, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent primary breast augmentation with a mentor smooth round high profile 460cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
The device history record (DHR) was reviewed on 6/2/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/4/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/23/2018, mentor became aware that the following information was mistakenly omitted in the supplemental report dated 7/19/2018. Is required intervention: check. Since product was returned even though mentor has received no information regarding explantation date. Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures and it revealed an area of missing material measuring approximately 0.1 cm x 0.1 cm on the anterior aspect. Microscopic examination of the edges of the missing material area gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a missing material area was observed on the device. Nonetheless, a microscopic examination was performed and it did not provide conclusive evidence of what could be the root cause. The device history record ( DHR) of lot number 5657725 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).